Manufacturer narrative:
The returned device was evaluated and a tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 36 and 48 hours on the leg. The patient was able to activate a new pod.